Event description:
It was reported that during percutaneous transluminal coronary angioplasty a balloon rupture occurred. The physician accessed the lesion via the femoral artery. The lesion 99% stenosed lesion being treated was located in the moderately tortuous and severely calcified superficial femoral artery. The 5.5x40mm sterling balloon catheter ruptured at the nominal pressure. The physician completed the procedure with a different device. There were no reported patient complications and the patient condition is reported as good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. Manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).